Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow graft stenosis could not be confirmed through review of the submitted image. A specific cause for the reported event could not be conclusively determined through this evaluation. It was reported that there was potential outflow graft stenosis. A computed tomography (CT) scan was performed that reportedly confirmed outflow graft stenosis. B-type natriuretic peptide (bnp) was increased; however the patient was stable. No further intervention regarding the event was scheduled. The submitted controller event log file appeared to capture the system operating as intended at the set speed for the duration of the file. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The heartmate 3 lvas instructions for use (IFU) contains information regarding the preparation and attachment of the sealed outflow graft. This document instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 5 of the IFU, "surgical procedures", contains information on preparing the sealed outflow graft and explains how to attach the sealed outflow graft to the aorta. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief ensuring that the line is straight. This section also explains that when de-airing is completed, slide the bend relief over the metal fitting of the sealed outflow graft toward the locking screw ring until it engages in place. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may lead to serious adverse events. Section 5 also instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length under ¿attaching the sealed outflow graft to the aorta.¿ section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. In addition, the sleeping section of the hm3 lvas patient handbook explains that heartmate 3 patients must be attached to the mobile power unit during sleep or any time when sleep is likely. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there was potential outflow graft stenosis. Log files were sent and a computed tomography (CT) scan was performed which confirmed the outflow graft stenosis. B-type natriuretic peptide (bnp) has been increased since 22may2022.

Manufacturer narrative:
Reporter address: herzchirurgie - op-abtellung (mechanische kreislaufunterstützung)no further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.